Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted there were several intermittent spikes in the shock impedances, and the pacing impedances correlated with the spikes in the shock impedances. Boston scientific technical services (ts) discussed performing isometrics and pocket manipulation, and if there were unable to recreated the oor measurements ts recommended continuing to monitor the system. This ICD and rv lead remain in service. No adverse patient effects were reported.